Event description:
The customer reported the monitor cart is blowing fuses. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the transformer switching relay (tsrl). System operates as intended.